Manufacturer narrative:
The philips remote service engineer (rse) spoked with the customer who advised that they replaced the nbp pump assembly and troubleshot it by performing a "nbp stress test" where the values were able to go up to 280mmhg. However, when attempting to complete the calibration the procedure failed again. The rse emailed customer copy of the instructions for how to perform the calibration from the service manual, and asked customer if they were doing it as stated without a simulator. Customer confirmed they were and requested case be left open until end of the business week incase further assistance was needed. No further information was given. Based on the results of the analysis, the issue couldn¿t be replicated as no further information was provided. The rse provided the service manual on how to calibrate t he issue and if it persisted to contact philips for further help. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on a earlyvue vs30 indicating that the when tries to calibrate to calibrate the nbp it fails. The device was not in clinical use at time of event, no patient involvement.